Manufacturer narrative:
Based on the information provided, at this time the degree to which the mesh implant may have caused or contributed to the patient's reported adhesion is undetermined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The user may have not hydrated the mesh prior to placement as recommended. The preparation section of the IFU states, "it is recommended that the ventralex st hernia patch be completely immersed in sterile saline for 1-3 seconds immediately prior to placement in order to maximize the flexibility of the prosthesis." Additionally the adverse reaction section lists adhesions as a possible complication of surgery. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: it has been alleged that on (B)(6) 2015 the patient was implanted with a ventralex st hernia patch during an open procedure. It is reported that approximately ten days later the patient presented with abdominal pain and was taken to the or for laparoscopic exploratory surgery. During this procedure the surgeon noted that the patch was laying flat and that the bowel was adhered to the center of the patch on the st (hydrogel) side. Reportedly, the surgeon was able to remove the adhesion and the patch was left implanted. It is reported that the patient is doing well postoperatively.